Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The processor/bridge/pace board was replaced as a precaution. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.